Manufacturer narrative:
H3/h6: one sample was returned in used condition, in a plastic bag. The returned sample was visually inspected, and it was not possible to detect any issue which could cause the failure mode reported. The sample could be connected to a pump without problem; volume expected 48.36 ml to 55.54 ml, and the sample passed the test microliters delivered was 54.93. The complaint is not confirmed. The lot of the sample is unknown and therefore a lot history review could not be performed.

Manufacturer narrative:
Lot number unknown. Primary di number is unknown. FDA premarket submission number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette was filled with 100 ml, and it emptied after one use, when the cassette should have had 63.9 ml left out of 100 ml after one use. Per reporter, the event occurred while in use with the patient. No patient harm/adverse event was reported.